Manufacturer narrative:
Should additional information become available, a supplemental record will be filed.

Event description:
The dealer stated the unit alarms are not functioning.

Manufacturer narrative:
Additional/updated information was added to reflect the device being returned to the manufacturer for evaluation. However, the device issue of not alarming was not able to be duplicated, so the original complaint issue was not able to be confirmed.

Event description:
The dealer stated the unit alarms are not functioning.